Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7118880. Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(4). Batch: 556816.

Event description:
It was reported that the patient was not receiving therapy on targeted areas due to lead migration. The patient underwent a full system replacement procedure wherein a paddle lead was implanted. The patient was doing well postoperatively, and all explanted devices were kept by the facility.